Manufacturer narrative:
Manufacturer¿s investigation conclusion analysis of the submitted log files found a driveline disconnect alarm; however, a specific cause for the alarm could not be conclusively determined through this investigation. Log file captured the driveline was disconnected on 11feb2019 at 21:50:32, resulting in lvad off, driveline disconnect, and low flow alarms. By 21:50:34, the pump speed had dropped to 0 rpm. It appeared that by 21:50:34, the driveline was reconnected; however, the pump did not resume operation at its set speed until 21:50:43. The pump appeared to function as intended. Multiple requests for additional information regarding the driveline disconnect alarm were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support and no further issues have been reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 21:50:32 noted a driveline disconnect which resulted in a pump stop. The pump was off for approximately 3 seconds. No further information was provided.